Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with a heart rate in the 30¿s due to a pacing failure. The implantable pulse generator (ipg) was at unable to be interrogated and was suspected to be at end of service (eos) and had possible premature battery depletion. It was noted that it was unknown if the patient had routine follow up. The device was explanted and replaced. No further patient complications have been reported as a result of this event.